Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
During a follow-up on (B)(6) 2017, the subject device revealed a time to eri of 96 months (8 years). According to the safety notice dated 2013 the longevity of the rhapsody could be over estimated, the physician wants to know the estimation of the longevity of the device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a follow-up on (B)(6) 2017, the subject device revealed a time to eri of 96 months (8 years). According to the safety notice dated 2013 the longevity of the rhapsody could be over estimated, the physician wants to know the estimation of the longevity of the device.